Event description:
Unauthorized return, products listed were received without an ftr number or return authorization number. Completed ftr form sent with product. The sealed sample was sent back as a rep unit not exhibiting defect and is included on the second product tab. The opened sample is included on the first product tab. Male age (B)(6). Trocar leaking - continued loosing pneumo - cracked? Did this result in tissue damage or pt injury? No. Did this cause more than 250cc of blood loss? No. Was the case delayed more than 30 minutes? Yes - 30 minutes. What was done to correct this condition? New device obtained.

Manufacturer narrative:
(B)(4).